Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by dta, (B)(4) that customer have been having issues with battery life and accuracy of insulin delivery. Nothing further reported.